Event description:
The customer stated that their quality control testing (qc) was failing hematocrit control values (hct) this morning and upon closer examination noticed a small amount of fluid on the counter under the analyzer. The fluid was blue in color and may have been the diff fix reagent. The customer already opened the left side cover and noticed a couple tubings that were loose. They reattached the tubing and the instrument is working now. The customer stated it was one of his coworkers that saw the leak and used their laboratory protocol to clean up the fluid. He stated there was only a tiny amount and he was wearing his gloves and lab coat to clean the fluid. The lab does have a procedure in place for cleaning up any biohazard spills. Nobody came in contact with the fluid. They have the msds sheets onsite. The root cause for the leak can be attributed to loose tubing at the count syringe.

Manufacturer narrative:
(B)(4).